Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h6, h11. Corrected fields: e4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut in the pink probe and missing adhesive at the forceps. A definitive root cause for the black fluid leak could not be identified. Based on the investigation results, the malfunction is most likely attributable to an expected or random component failure, with no evidence of a design or manufacturing defect. A definitive root cause for the remaining events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had black particles coming out of the tip of the scope after the wash. The issue was found during reprocessing and there were no reports of patient involvement.